Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user had issue with medications are not crossing on the pyxis pass 30 minutes. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patients and orders not crossing over. A technical support specialist (tss) dialed into the server and ran a server downtime query, which showed the "lastsuccessfullyprocessedxml" timestamp. There was no disconnected flag, and over 3000+ messages were available for processing. It was found that the client external inbound processors service was not running; the tss restarted the necessary services. Upon checking health sight viewer (hsv), devices were on critical override due to communication issues. The user confirmed that the information technology team had been informed, and no customer had reported further problems. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user had issue with medications are not crossing on the pyxis pass 30 minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.